Event description:
The customer reported the device alarmed due to a data acquisition pcb adc reference failure. Customer reported the date of the event was (B)(6) 2016. There was no patient involvement.